Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored via remote transmission.